Manufacturer narrative:
(B)(4). The reported field event of high hv lead impedance was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. (B)(4).

Event description:
It was reported that during device change-out due to eri, high hv lead impedance was observed with the new device. The device was explanted and replaced with good electrical measurements. The patient condition was fine.